Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. Customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer's blood glucose level was 170 mg/dl.